Manufacturer narrative:
The insulin pump passed the displacement, basic occlusion, occlusion, excessive no delivery alarm and prime tests. The motor passed the motor test. No motor error alarm was noted. The insulin pump was received with minor scratches on the display window, cracked case at a display window corner, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.

Event description:
It was reported by the customer's father that the customer had a motor error alarm on the insulin pump. Customer was advised to return the insulin pump with the battery and zero out the basal rates. Insulin pump will be returned for analysis. No additional information provided.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.